Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified.

Event description:
During servicing into a monitor that was returned for investigation into a patient's death, a reportable device malfunction was found. The monitor failed incoming functionality testing. The device failure did not cause or contribute to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm at the time of device shutdown.